Event description:
In (B)(6) 2021 the medical center in (B)(6) had an impella cp that was supporting a patient successfully until wean and explant. Later in (B)(6) 2022 the (B)(4) registry noted an impella access site bleed. The bleed was treated with blood product infusion.

Manufacturer narrative:
The medical center discarded all product at explant in 2021. No benchtop analysis and testing to root cause is possible. Should the registry team or medical center share more details, which lead to the root cause, a final report will be filed. The failure mode will be monitored and trended.